Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ft780d - yasargil ti perm std-clip str 15mm. According to the complaint description, the clip was loose and decompressed. This is a survey of clips removed during re-surgery of patients who underwent surgery at the (B)(6) medical center in 2012. A new aneurysm developed near the area where these clips were hung, and reoperation was performed. Doctors seem to suspect that the aneurysm may have been caused by the reduced pressure on the clip that was removed. A revision surgery was necessary. Additional information was not provided. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00202 (B)(4) + ft760t), 9610612-2021-00209 ((B)(4) + ft780d), 9610612-2021-00210 ((B)(4) + ft780d), 9610612-2021-00201 ((B)(4) + ft792d).

Manufacturer narrative:
Investigation results: visual investigation: the devices were provided in a clean status without any visible damages. Investigation was carried out visually and microscopically. During visible investigation we found partly heavy traces of usage, quirks and scratches. Furthermore we discovered unknown impurity and blue discoloration. For further investigations the clips were forwarded to the production department. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
The adverse event is filed under aag reference: (B)(4). Associated medwatch-reports: 9610612-2021-00202 (400502937 + ft760t), 9610612-2021-00209 (400502938 + ft780d), 9610612-2021-00210 (400502939 + ft780d), 9610612-2021-00201 (400502940 + ft792d).

Manufacturer narrative:
Further examination of the clips by the production department did not reveal any errors.

Event description:
The adverse event is filed under aag reference (B)(4) ((B)(4)).